Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system. The stent, balloon, and shaft were examined. The balloon was tightly folded. There were 2 stent struts lifted in the first distal row of the stent. There were numerous hypotube kinks. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that tip damage occurred. During unpacking of a 6.0mmx14mmx150cm express¿ vascular sd stent, it was noted that the tip of the stent delivery system was not smooth. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.